Event description:
Healthcare professional reported implantation of seri surgical scaffold during revision to left side breast augmentation to correct implant malposition on (B)(6) 2014. Post-implantation, the pt presented with erythema on (B)(6) 2015 that required incision and drainage of an abscess on (B)(6) 2015. The pt required hospitalization and was treated with intravenous antibiotics at that time. The device was removed and found to be completely unincorporated with the pt tissue.

Manufacturer narrative:
Unique identifier (UDI)# na. The reporter declined to provide allergan further info regarding product details. The events of abscess and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.